Event description:
During an oral procedure, the user sustained a minor burn on the finger less than 1/2 inch in size. No treatment was administered. Back up equipment was used and the procedure was completed as planned.

Manufacturer narrative:
The bur guard was received for investigation but it was melted. The handpiece passed the quality inspection procedure according to specification. Based on the investigation, the failure was most likely caused by the expired bur guard that was installed incorrectly on to the handpiece. When the nose cone of the drill and bur guard come into contact when the handpiece is running, the drill may overheat. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.